Manufacturer narrative:
Additional information added for d9, h3, h6. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that at the user facility the device's accuracy was off. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that at the user facility the device's accuracy was off. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.